Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025. No additional information was provided during intake. Follow-up with the patient and his pd registered nurse [(pd)rn] revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was collected, and the patient was formally admitted and diagnosed with peritonitis. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient was treated with intravenous (IV) antibiotics (drug, dose, route, frequency not provided). Although the specifics are unknown, the patient was reportedly transitioned to hemodialysis (hd) for rrt hospital and remains hospitalized as of (B)(6) 2025. Although the definitive cause of the peritonitis is unknown, the patient reported he was diagnosed with an abdominal abscess while admitted. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, discharge summary, medication records) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which required hospitalization, antibiotic therapy, and transition to hd therapy for rrt. Although the etiology of the peritonitis cannot be firmly established, the patient reported he was diagnosed with an abdominal abscess while hospitalized. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product failed to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025. No additional information was provided during intake. Follow-up with the patient and his pd registered nurse [(pd)rn] revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was collected, and the patient was formally admitted and diagnosed with peritonitis. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient was treated with intravenous (IV) antibiotics (drug, dose, route, frequency not provided). Although the specifics are unknown, the patient was reportedly transitioned to hemodialysis (hd) for rrt hospital and remains hospitalized as of (B)(6) 2025. Although the definitive cause of the peritonitis is unknown, the patient reported he was diagnosed with an abdominal abscess while admitted. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, discharge summary, medication records) were unsuccessful.